Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The insulin pump was received with normal operating currents, no unexpected off no power alarm and no low battery alarm. The insulin pump had a loose drive support disk, cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer's father reported via phone call high blood glucose and loose drive support cap. Customer's blood glucose level was 408 mg/dl. Customer treated their high blood glucose via manual injection. Customer advised the drive support cap was flush. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.